Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) in 2013. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant) with vaginal discharge. On (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, pelvic inflammatory disease, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis and abdominal pain had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic inflammatory disease and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2014: hysterosalpingogram - both essure devices appear to be in the fallopian tube. However, it further showed there was prompt opacification of the uterine cavity with suggestion of contrast extending throughout the length of the left essure device and three fourths the length of the right essure device. No definite spillage was demonstrated. On (B)(6) 2014: hysterosalpingogram - essure catheters in good position with no filling of the fallopian tubes in a normal appearing uterus. On (B)(6) 2017: lab results - bacterial vaginosis. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic infection ('pelvic infection') in a (B)(6) female patient who had essure (batch no. B42242) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with vaginal discharge. On 8-jun-2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 years 6 months after insertion of essure. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain/worsening of pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral sapingectomy to remove essure). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, pelvic inflammatory disease, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis, abdominal pain and genital haemorrhage had resolved. At the time of the report, the pelvic infection had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff's menstrual periods were not early as painful or heavy, and she had no problem with going about her daily life diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-feb-2014: results: essure device appear to be in the fallopian tubes. Diagnostic results: (B)(6) 2014: hysterosalpingogram - both essure devices appear to be in the fallopian tube. However, it further showed there was prompt opacification of the uterine cavity with suggestion of contrast extending throughout the length of the left essure device and three fourths the length of the right essure device. No definite spillage was demonstrated. (B)(6) 2014: hysterosalpingogram - essure catheters in good position with no filling of the fallopian tubes in a normal appearing uterus. 08-jun-2017: lab results - bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('bilateral pelvic pain'), pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic infection ('pelvic infection') in a 30-year-old female patient who had essure (batch no. B42242) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included local anaesthesia (during essure procedure) in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with vaginal discharge. On (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"), 3 years 6 months after insertion of essure. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain/worsening of pain") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. In 2017, the pelvic pain, pelvic inflammatory disease, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis, abdominal pain and genital haemorrhage had resolved. At the time of the report, the pelvic infection had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff's menstrual periods were not early as painful or heavy, and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: essure device appear to be in the fallopian tubes. Diagnostic results: (B)(6) 2014: hysterosalpingogram - both essure devices appear to be in the fallopian tube. However, it further showed there was prompt opacification of the uterine cavity with suggestion of contrast extending throughout the length of the left essure device and three fourths the length of the right essure device. No definite spillage was demonstrated. (B)(6) 2014: hysterosalpingogram - essure catheters in good position with no filling of the fallopian tubes in a normal appearing uterus. (B)(6) 2017: lab results - bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Event"abnormal bleeding" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. B42242) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) in (B)(6) . On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with vaginal discharge. On (B)(6) 2017, 3 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure), surgery (laparoscopic bilateral salpingectomy to remove essure) and surgery (laparoscopic bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2017. In (B)(6) , the pelvic pain, pelvic inflammatory disease, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis and abdominal pain had resolved. At the time of the report, the pelvic infection had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff's menstrual periods were not early as painful or heavy, and she had no problem with going about her daily life. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device appear to be in the fallopian tubes. On (B)(6) 2014: hysterosalpingogram - both essure devices appear to be in the fallopian tube. However, it further showed there was prompt opacification of the uterine cavity with suggestion of contrast extending throughout the length of the left essure device and three fourths the length of the right essure device. No definite spillage was demonstrated. On (B)(6) 2014: hysterosalpingogram - essure catheters in good position with no filling of the fallopian tubes in a normal appearing uterus. On (B)(6) 2017: lab results - bacterial vaginosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("bilateral pelvic pain"), pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic infection ("pelvic infection") in a 30-year-old female patient who had essure (batch no. B42242) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included local anaesthesia (during essure procedure) in 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6)2017, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with vaginal discharge. On (B)(6) 2017, 3 years 6 months after insertion of essure, the patient experienced bacterial vaginosis ("bacterial vaginosis"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic bilateral sapingectomy to remove essure). Essure was removed on 11-aug-2017. In 2017, the pelvic pain, pelvic inflammatory disease, menorrhagia, dysmenorrhoea, dyspareunia, bacterial vaginosis and abdominal pain had resolved. At the time of the report, the pelvic infection had resolved. The reporter considered abdominal pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic infection, pelvic inflammatory disease and pelvic pain to be related to essure. The reporter commented: plaintiff's menstrual periods were not early as painful or heavy, and she had no problem with going about her daily life diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-feb-2014: essure device appear to be in the fallopian tubes (B)(6) 2014: hysterosalpingogram - both essure devices appear to be in the fallopian tube. However, it further showed there was prompt opacification of the uterine cavity with suggestion of contrast extending throughout the length of the left essure device and three fourths the length of the right essure device. No definite spillage was demonstrated. (B)(6) 2014: hysterosalpingogram - essure catheters in good position with no filling of the fallopian tubes in a normal appearing uterus. (B)(6) 2017: lab results - bacterial vaginosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Product implanted date updated and lot number was added. New event added: pelvic infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.